Manufacturer narrative:
Investigation results: two light guides were received from the customer for evaluation. The evaluation of both follows: light guide s/n (B)(4) had a light transmission efficiency of 31%; a visual inspection found multiple light fibers broken/damaged, and the connector at the light source end had loosened. Light guide s/n (B)(4) had a light transmission efficiency of 35%; a visual inspection found multiple light fibers were damaged/broken; and the connector at the light source end had loosened. Based on the findings, it was determined the low transmission efficiency, and loose connectors should not have an effect on heat buildup at the light guide / endoscope junction which allegedly caused the event. In addition, the area in which the light guide attaches to a standard cysto sheath would be unlikely to make contact with the penis during this type of procedure. A two year review of device complaint history showed no similar reports. This event appears to have been caused by user error. The IFU for this product provides the following warnings: burn and/or fire hazard: use of the light guide can cause the scope tip to get hot as a result of high intensity light. Do not allow the light emitting end of the light guide to contact either the patient, the surgical drape or any other flammable materials (eg., gauze, etc.). This can ignite the drape and potentially cause severe burns to the patient and/or operating room personnel. The distal end of the light guide may become hot to the touch during use. Avoid hand or tissue contact and/or reduce light source brightness setting to avoid high temperatures at this area.

Event description:
During a ureteropyeloscopy with a rigid scope, adaptor, light guide and light source, the patient received a burn to the tip of the penis. (Photo provided appears to be a 2nd degree burn). Cold water was applied to the area for a period of time and then chloromycetin ointment was applied. It was reported that the metal adaptor (connecting the light guide to the rigid scope) became hot and came into contact with the penis. Upon follow up, the facility was unable to determine which light guide was in use at the time of the alleged event. Two light guides were returned for evaluation. This event is being reported as a serious injury due to a 2nd degree burn to the patient.